Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity." Number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity." Number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-02100 / 02092). Additional event(s) for this patient reported on medwatch number(s) 1825034-2016-02099. Device location unknown.

Event description:
A patient enrolled in a clinical study underwent a left total knee arthroplasty and approximately 18 months post-implantation, the patient was revised due to pain, loosening, dislocation and metallosis. The femoral component, tibial tray, tibial bearing and patella button were all removed and replaced. The patient reported prior to revision of mechanical failure of components.